Manufacturer narrative:
Product was subsequently returned for evaluation. The device was returned in an open and used condition with the sheath missing from the check-flo assembly. Unfortunately, the catheter utilized in conjunction with the introducer was not returned and the size was not revealed to assist in co's evaluation of this matter. Druring co's examination, it was noted the sheath flare has remained between the cap and check-flo body. The appearance of the damage suggests the sheath has met with resistance beyond it's strength during use. It is possible the catheter utilized was too large and did not move freely through the introducer. Co does recommend in its labeling, "check fit before use", "all catheters and instruments used with this introducer should move freely through the valve and sheath.", "separation of the sheath may result when the afit is tight."

Event description:
A diagnostic catheterization procedure was being conducted via the radial approach. Upon completion of the diagnostic catheterization, the physician began to withdraw the introducer. It was noted the sheath material separated from the hub of the introducer. The sheath material remained in the pt's arm until being manually extracted with hemostat forceps. Extraction was accomplished without further complications.